Manufacturer narrative:
Pump was received with stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that battery cap was stripped and could not be removed and insulin pump shut off. Customer attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was 475 mg/dl, which was treated with manual injection. Customer's blood glucose at the time of call was 40 mg/dl which was treated with food. Customer was advised that insulin pump would need to be replaced.